Event description:
A malfunction alarm was reported by the customer due to a malfunction code displayed as "malf 0." There was any adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arises again, which the customer acknowledged and understood.